Event description:
The customer reported that the motion on the system would lock up. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The motion control unit board was replaced. The system was tested and operates as intended.